Event description:
New information states that it was believed the device reached eri prematurely according to the longevity estimates by the programmer. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for unrelated reasons with false eri alert. Upon interrogation it was noted that the device tripped eri. The estimated longevity was 3 months at 100% pacing. The alert was cleared. The patient will continue to be monitored.

Manufacturer narrative:
Correction: the hospital and the physician mentioned in the previous report were incorrect. The correct hospital and physician info is included.